Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined however, suboptimal implant depth of 2mm could have contributed to the heart block. The unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instruction for use (IFU), ¿implantation precautions: to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm, and b) limit manipulations across the lvot.¿

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. A 14fr non-abbott device was used for pre-implant balloon aortic valvuloplasty. When the delivery system was inserted into the puncture site, there was a slight catch, and the valve capsule spread into the taper and was noted to be flared. The delivery system was replaced with a new flexnav delivery system. The delivery system was advanced, and the valve was deployed using the replacement delivery system. The length of the membranous septum was 1.2mm. When the valve was deployed, a complete atrioventricular block was observed while waiting with 80% valve expansion. The valve was successfully implanted at a final depth of 2mm for the non-coronary cusp (ncc) and 4mm for the left coronary cusp. The patient left the operating room with the temporary pacemaker in place, and the patient was observed as follow-up. On (B)(6) 2024, the cavb resolved, and a permanent pacemaker was not required. The patient status was reported as stable.